Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set was inserted improperly and kinked, leading to disrupted insulin delivery until the set was replaced with guidance from support, after which insulin delivery resumed. Symptoms included hyperglycemia with a reported peak of 400 mg/dl lasting approximately 8 hours. Outcomes included no use of backup therapy, no ketone testing, and no medical or other external assistance. Investigation included troubleshooting and education with replacement supplies sent. Investigation of this case revealed user-related infusion set insertion error resulting in occlusion or flow restriction, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related error.